Event description:
Rn claims that when they went to dispose of safety-lok blood collection set needle into a sharps container, the patient needle came out of the side of the yellow sheath and stuck them.